Manufacturer narrative:
(B)(4). Information has not been provided regarding the product(s) in use by the patient at the time of this event. Should additional information become available, a follow up report will be submitted. The product code is unknown, therefore, a 510k number cannot be provided at this time.

Manufacturer narrative:
(B)(4). A lot number was not provided therefore a batch review cannot be conducted. The root cause of this incident was undetermined. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Event description:
Initially, the call was received for an unrelated issue. Baxter's global pharmacovigilance (gpv) obtained the following information: a facility nurse reported a gastrointestinal (gi) bleed and peritonitis in (B)(6) male patient while on peritoneal dialysis therapy. On (B)(6) 2008, the patient began treatment with dianeal pd4 ambuflex therapy intraperitoneally (ip). In (B)(6) 2010, the patient experienced gi bleeding and was hospitalized from (B)(6) 2010 through (B)(6) 2010. While hospitalized, the patient underwent a colonoscopy. On (B)(6) 2010, the patient was readmitted to the hospital and diagnosed with peritonitis manifested by abdominal pain and cloudy effluent. On (B)(6) 2010, dianeal pd4 ambuflex therapy was withdrawn and the patient was placed on hemodialysis. In (B)(6) 2010, the events resolved. On (B)(6) 2010, peritoneal dialysis therapy was restarted. The reporter was unable to assess whether the gi bleed and peritonitis were related to dianeal pd4 ambuflex therapy.